Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Clinic administration reported, on behalf of physician, rupture of unknown device. Affected side is unknown. The device remains implanted.